Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose (bg) was 585 mg/dl with moderate ketones on an unspecified date. It was reported the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and the patient remained on the pump. The reporter noted a loss of prime issue occurred 3 or more times, the cartridge cap was secure, and the patient did not prime while attached to the pump. Reportedly, there was no sudden change in force or temperature. It was reported that the cartridge was not being used per instructions-for-use. This complaint is being reported because the alleged hyperglycemia was attributed to use-error. There was no indication or allegation of a device malfunction.

Manufacturer narrative:
The cartridge has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: a retained cartridge was evaluated by product analysis on 09/18/2014 with the following findings: a retain sample from the same lot number was tested. No failures were observed during the cartridge lot review. A visual inspection of the cartridge was performed. No damage or defects were noted. A fill test was performed with no failures observed; a leak test was performed with no leaks observed. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.